Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04446. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The protrusion was too much, so the closure device was full recaptured. A 30mm wds was then advanced and deployed, but there was a residual leak. During the full recapture, there were difficulties withdrawing the closure device back into the was . After the devices were removed the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.